Event description:
Technician was putting used lancet into sharps bin after testing patient when accidental prick occurred.

Manufacturer narrative:
The devices were not returned for evaluation. A batch file review did not highlight any abnormalities with this batch during production. 100 samples from this batch were functionally tested with no faults identified; all lancets retracted as intended. Two photographs were forwarded retrospectively, which depicted the lancets sticking out of the device bodies. Without the actual product, the root cause could not be determined.